Event description:
Material # 305211, batch # 22999450. It was reported by customer that plastic particle from the lid entering the vial upon puncture. Verbatim: rcc received a complaint via email. On 07-aug-2024, regeneron medical information received a request via phone from an hcp's office for the return/replacement of 1 eylea hd vial kit due to a plastic particle from the lid entering the vial upon puncture. Per the reporter, during preparation for administration, the office noted that a plastic particle from the lid entered the vial upon puncture. The office opted to prepare a different product and the patient did not miss a dose due to this event. The reporter had the product available for return and was instructed to retain the product for retrieval. No additional information was available at the time of this report. Filter needle: 305211/ 22999450.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Additional information received: lot 2299450.

Manufacturer narrative:
(B)(4) follow up: it was reported the plastic particle from the lid entered the vial upon puncture. As a needle sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows an empty vial with a gray colored particle inside it. No other information could be obtained from the photo. A device history record review was completed for provided material number 305211, lot 2299450. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.